Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 276 mg/dl. The expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen/dining room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 263 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is approximately 2 weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states the meter is reading high. There was no change in diet and exercise. Customer is storing strips improperly. Customer has not had a a1c since (B)(6) 2017. Last a1c was somewhere in the 7.0. Customer does not test often, no need for medical attention. No replacement needed. Customer will consult with physician to get an a1c done to ensure that there was no changes in glucose range.